Event description:
Home pt reports air in pt line of homechoice set, noted after disconnecting improperly during fill 1/4 of automated peritoneal dialysis treatment. Baxter technician assisted hp in ending treatment early for evening. Rn reports no pt injury or medical intervention required as a result of incident.